Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. RMA issued for power cord kit. Replacement power cord kit shipped 11/21/2011. Part has not been returned for eval as of the date of this report.

Event description:
A medtronic rep reported the power plug on the power cable sparked when the cable was disconnected from a wall outlet; there was some black residue on the cable. Biomed cleaned up the power plug, checked-out the cable and found the cable to be fully functional with no apparent damage. There was no pt present.